Manufacturer narrative:
D3: correction. D9: 14-jan-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed, "high alarm displayed: cassette not attached properly." Functional testing was performed, and the reported issue was duplicated. The cause was identified to be the downstream occlusion (dso) sensor contamination. The dso sensor was replaced to resolve this issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump gave a cassette not latched error. There was no patient involvement. The issue was discovered during testing.